Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was admitted to the hospital as a result of low blood glucose. Customer reported that they wore the pump at the time of hospitalization. The blood glucose was in the range of 40mg/dl when the customer was hospitalized. Customer declined troubleshooting for the blood glucose. The customer also reported about the damage across the keypad. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional's instructions.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm or power loss alarm noted during testing. Unit passed the delivery accuracy test. Pump was received with deep scratched keypad overlay, minor scratched lcd window and scratched case. No crack keypad overlay noted.